Event description:
It was reported that a device failure to seal and thrombosis occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination in (B)(6) 2023, a mobile, pedunculated thrombus was identified on the surface of the closure device near the mitral valve. The closure device was tilted towards the mitral side and a 1.8mm peri device leak was noted. The patient was discharged with instructions to remain on apixaban and will undergo additional imaging in the future.